Event description:
It was reported that the patient got pain in the leg while using the leg bag and the strap had a sharp cutting edge which was puncturing and cutting in patient leg. No medical intervention was reported. Per follow-up via email on 20feb2022, it was reported that the leg bag was initially put on the patient in the emergency room on (B)(6) 2022 and was removed on (B)(6) 2022 at a follow-up visit by clinician. Patient experienced pain right way but did not realize at first that was caused by puncture wounds from the leg bag. Also stated that the edges were very sharp plastic and continually caused puncture wounds and scrapes every time when patient laid down. Patient had scar tissue from those puncture wounds that caused constant distress and pain. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection and/or design". It was unknown whether the device had met specifications. The product was used for treatment purpose but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the leg bag ifus are found to be adequate based on past reviews. Correction: g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got pain in the leg while using the leg bag and the strap had a sharp cutting edge which was puncturing and cutting in patient leg. No medical intervention was reported. Per follow-up via email on 20feb2022, it was reported that the leg bag was initially put on the patient in the emergency room on (B)(6) 2022 and was removed on (B)(6) 2022 at a follow-up visit by clinician. Patient experienced pain right way but did not realize at first that was caused by puncture wounds from the leg bag. Also stated that the edges were very sharp plastic and continually caused puncture wounds and scrapes every time when patient laid down. Patient had scar tissue from those puncture wounds that caused constant distress and pain. No medical intervention was reported.